Event description:
In the process of contacting the pt to notify them that their device may be nearing end of service, it was discovered that the pt's device had been programmed to off due to sleep apnea. It was reported that the pt did not have sleep apnea pre-vns but that they developed sleep apnea after implant. The pt reportedly had a CPAP machine and had undergone a sleep study where they were observed with the vns both on and off. With the vns on, the pt reportedly had 41 episodes/hour. With the vns off, the pt reportedly had only 4 episodes/hour. The device was programmed to off but was not explanted, as it was not known at that time whether the device would be programmed back to on at some point. It was reported that the device did not really help with the pt's seizure control and that the sleep apnea made the seizures worse. Treating neurologist indicated that the relationship between the vns and the reported event was unknown. Further follow-up revealed that the event resolved after the vns was programmed to off. No add'l sleep studies have been performed.